Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5105537. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7044498. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7044434.

Event description:
It was reported that a patient was experiencing inadequate stimulation caused by lead migration. The patient underwent a lead revision where the leads were re-positioned. The procedure was completed successfully and the patient is reportedly doing well.